Event description:
I recently used the placers night guard for 2 nights in a row and developed blisters on the upper area of my cheeks. I am wondering what they are made out of so I can avoid the same thing in other products. Are they by chance silicone or polyethylene?

Manufacturer narrative:
I recently used the placers night guard for 2 nights in a row and developed blisters on the upper area of my cheeks. I am wondering what they are made out of so I can avoid the same thing in other products. Are they by chance silicone or polyethalene?"